Manufacturer narrative:
The pod was received fully deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the observed cannula damage contributed to the reported leaking during wear. The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.5. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the arm for between 1 and 4 hours. Patient noticed the pod was leaking and the adhesive was not sticking well. A new pod was successfully applied.